Manufacturer narrative:
The device was explanted, handed over to the patient's family and will not be returned for laboratory analysis. No further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implantation of this cardiac resynchronization therapy pacemaker (crt-p) system, the patient experienced hypotension before this left ventricular (lv) lead was implanted. An electrocardiogram was performed and revealed that there was blood in the pericardium. The blood was aspirated and the patient's blood pressure normalized. The reason for the blood in the pericardium was unknown as the implantation procedure was performing well and no issues had been encountered. The rest of the implantation procedure was successful and it was decided to place a sheath for pericardial access as a precaution. When the patient was moved to the intensive care unit (ICU), the patient experienced hypotension again. When aspiration was attempted from the pericardium, the sheath had become kinked. A new one was placed but the patient's blood pressure had dropped dramatically and the patient went into cardiac arrest. Cardiac-pulmonary resuscitation was performed along with a puncture attempt but the ventricles were accidentally pierced and the patient's blood pressure became uncontrollable. Further intervention was performed but unsuccessful and this patient died. The cause of death was cardiac tamponade and there were no allegations that any of the implanted products, including the lv lead, caused or contributed to the patient's death.